Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture, anxiety-product/procedure.

Event description:
Patient reported "rupture and exchange from textured to smooth devices". This record is for the right side. Device remains implanted and is unknown if it will be returned.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d6b, h.6

Event description:
Patient reported "rupture and exchange from textured to smooth device". Healthcare professional later reported "ruptured silicone gel implant¿. This record is for the right side. The device was explanted.